Event description:
The device was connected to the patient during a scheduled procedure. Reportedly, the device would not display the patient ECG through paddles lead. A backup device was made available and used. The reporter stated there were no adverse affects to the patient resulting for the event, due to continued treatment with the backup device.